Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during day drain 1 of 1. The home patient (hp) stated the drain volume (dv) equaled 498ml and the fill volume (fv) equaled 1400ml. The hp was not empty and the tsr had the hp close and open the transfer set and pull up on all the tubing and they moved the patient line clamp down the line and inspected the patient line for kinks and occlusions. The hp stated there was air in the patient line. The tsr informed the hp to end therapy and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012, in regards to a low drain volume alarm and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She did not have a sample or lot number available. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.